Event description:
Reportedly, on (B)(6)2020 , episodes of noise oversensing were observed and a breakage of the rv lead was suspected. During re-intervention, the battery impedance of the subject crt-d was at 2.91 v with a longevity estimation of 7-9 years. However, as no df-1 lead was available, it was decided to implant a new crt-d with a df-4 lead on(B)(6)2020 . The subject device was explanted and was returned for analysis, and the associated rv lead was abandoned in the patient's body. Preliminary analysis confirmed several episodes of ventricular noise oversensing; some episodes lead to inappropriate charge of the capacitors. The observed noise pattern is typical of a ventricular lead issue and/or a lead-crt-d connection issue.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, episodes of noise oversensing were observed and a breakage of the rv lead was suspected. During re-intervention, the battery impedance of the subject crt-d was at 2.91 v with a longevity estimation of 7-9 years. However, as no df-1 lead was available, it was decided to implant a new crt-d with a df-4 lead on (B)(6) 2020. The subject device was explanted and was returned for analysis, and the associated rv lead was abandoned in the patient's body. Preliminary analysis confirmed several episodes of ventricular noise oversensing; some episodes lead to inappropriate charge of the capacitors. The observed noise pattern is typical of a ventricular lead issue and/or a lead-crt-d connection issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, episodes of noise oversensing were observed and a breakage of the rv lead was suspected. During re-intervention, the battery impedance of the subject crt-d was at 2.91 v with a longevity estimation of 7-9 years. However, as no df-1 lead was available, it was decided to implant a new crt-d with a df-4 lead on (B)(6) 2020. The subject device was explanted and was returned for analysis, and the associated rv lead was abandoned in the patient's body. Preliminary analysis confirmed several episodes of ventricular noise oversensing; some episodes lead to inappropriate charge of the capacitors. The observed noise pattern is typical of a ventricular lead issue and/or a lead-crt-d connection issue.